Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient was doing well postoperatively and has great coverage of her pain areas. Unable to send back explanted device due to facility protocol.